Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a drill guide was unintentionally retained attached to the plate, and the patient required a return to surgery for removal. During a postoperative visit, radiographs identified the retained drill guide attached to the plate from the index procedure. Attempts have been made and no further information has been provided.